Event description:
It was reported by the patient that the right ventricular (rv) lead had "failed".  The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.